Event description:
It was reported that during the implant procedure, the was high impedance and then the impedance began to rise on the right ventricular (rv) lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.